Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the surgeon used in the implant in a surgery on (B)(6) 2013 for a malar bone fracture. Reportedly, the plate was packaged upside-down. The surgeon wanted to use l-plate (right), so he checked it over the transparent film and ordered a scrub nurse to open the package, but it turned out to be a l-plate (left). The surgeon used another plate and finished the operation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional classification code dzl. These parts were manufactured in (B)(4) and originally packaged as non-sterile finished parts. There are no anomalies; all products of the non-sterile lot were packaged and labeled as required. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the additional evaluation reports that the plate was package upside down. The complained matrix midface plate was analyzed for conformance to print specification, as well as the device history record was researched. No abnormal findings were identified. The plate we received is not broken, damaged nor has another failure. The plate is fully functional. Unfortunately we did not receive the complained package so we are not able to provide a reliable investigation. The plate was manufactured according to our specifications in september 11th 2008. No product fault could be detected.